Event description:
Approx three months following cypher stent placement, this pt presents with nausea, diaphoresis and angina. Pt is (+) for mi per cardiac enzymes (>3 x normal) and EKG changes. (Ae1). The pt is transferred from the local hosp after receiving IV thrombolytics to the treating facility. Repeat coronary angiography reveals a normal left main. The left anterior descending (lad) has mild proximal irregulatiries, <=20% narrowing of the previously stented mid lad and the remainder of the vessel is normal.